Event description:
The report was from the study. The patient was a male, with a history of hyperlipidemia, smoking, coronary percutaneous revascularization, severe pulmonary disease, and hypertension. The target lesion was the ostium of the internal right carotid artery. Lesion length was 5mm long and 5mm wide. The lesion was severely calcified and tortuous. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a aviator balloon 6 x 20mm (atm unk) and a type a dissection occurred after pre-dilation. A precise pro rx 7 x 40mm was deployed at the target lesion. Post-procedure stenosis was 10%. The angioguard was removed prior to stent placement as there was significant tortuosity distal to the area of stenosis which did not allow enough space between the distal protection device and the distal end of the stent; therefore, the stent was placed without the distal protection device for safety reasons. There was no difficulty retrieving the angioguard. There was no neurological deficit when the patient left the angiography suite. The patient was discharged two days later (2009).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process.